Manufacturer narrative:
The device was returned for evaluation. The following visual examinations were noted on the returned device: liner is fully expanded as designed. Sheath shaft has some curvature. Distal tip did not open along axial score line, but stretched adjacent to it. Distal tip torn radially, along distal edge of liner and almost throughout entire circumference. All scores lines present. Scratches on sheath shaft 2 inches from distal tip. The reported event was confirmed per evaluation of the returned device. As no lot number was provided, a review of the DHR and lot history was unable to be performed. However, there is no indication that a manufacturing non conformance contributed to the compliant event. A review of IFU training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, end of esheath sheared off in an unusual manner. Additional information received the end of the sheath was torn and barely attached. There were no issues during the procedure and the damage was noticed upon removal. There was no patient injury and no damage to the other devices. Per evaluation of the returned device, the distal tip did not open along axial score line, but stretched adjacent to it and was torn radially, along distal edge of liner and almost throughout the entire circumference. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment investigation. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, the sheath shaft had some curvature and scratches 2 inches from the distal tip, suggesting presence of vessel tortuosity and calcification, respectively. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Calcification can create a constrained condition on the sheath, leading to sub optimal conditions for distal tip expansion. Sharp nodules of calcification can damage the tip directly upon advancement of the sheath. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve catching onto the sheath distal tip, tearing the tip during advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device was returned. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding an implant of a 23mm sapien 3 ultra valve in the native aortic position. Upon removal of the 14f esheath plus, it was observed the sheath was torn and barely attached. There were no issues during the procedure and the damage was noticed upon removal. There was no patient injury and no damage to the other devices.